Manufacturer narrative:
Implanted date - (B)(6) 2021. Explanted date - device was not explanted. Manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. For this reason, investigation conclusions code has been referenced. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the angio-seal device was used last (B)(6). At that point, the physician assumed that hemostasis was successfully achieved by the device. However, recently, the patient complained of numbness in the lower limb, and a computed tomography (CT) scan revealed stenosis at the puncture site. At that point, the cause of the event was unknown, however, the physician researched medical literature and hypothesized that the cause was the collagen that had entered the artery. It was decided to perform endovascular therapy (evt) to treat the stenosis. On (B)(6) the endovascular therapy (evt) was performed via contralateral puncture. Angiography using destination ex 7fr in conjunction with gogo catheter (medikit) revealed occlusion. A guidewire was navigated to the site and was able to pass through the occlusion, so intravascular ultrasound (ivus) and endoscopy were performed. Adhesion of organized white thrombus was confirmed. Attempts to remove clots by capture with biopsy forceps were unsuccessful, and then filtrap ((B)(4)) was navigated distally, and its balloon was inflated. The stenosis was successfully treated by balloon dilation, and the procedure was completed successfully. No thrombus was observed on the filtrap. Hemostasis was achieved by manual compression. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. Health damage to the patient was serious. The patient has recovered. The stenosis was treated with balloon dilation. The physician stated that based on the following two points, it is most likely that the event was caused by intra-arterial collagen deposition due to improper manipulation during the use of the angio-seal device. (1) after confirming that blood was flowing from the drip hole, the locator was inserted for two more graduations on the sheath. (2) when withdrawing the device/sheath assembly, tension on the suture might have been insufficient. There were no other devices or equipment used with the reported product. Additional information was received on (B)(4) 2022. The patient required non-surgical intervention endovascular therapy (evt). Computed tomography (CT), ultrasound, and angiogram were all performed to diagnose the vascular insufficiency. This was a right femoral artery puncture. Manual compression was applied for 30 minutes.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated for a vessel occlusion post deployment per allegation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.